Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this one of four complaints reported for this issue. The custom pak lot specific to this event is not known; therefore, lot history and DHR (device history record) review is not possible. The root cause the customer's complaint is not known; a sample was not returned for investigation. (B)(4).

Event description:
A nurse reported that white fibers from the packs have been found in pts' eyes during multiple procedures by multiple surgeons over a period of "a long time". I was also reported that some pts have had a foreign body sensation, and the surgeon had to remove a fiber from the incision site at the postoperative visit. There was no pt harm reported. The number of pts involved is not available. The customer feels that the fibers may be coming from the 4x4s and eye pads. Additional info has been requested.